Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. It was reported that the customer experienced a low blood glucose (bg) levels ranging from 40s to 50s mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg.